Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy, the staples were not formed when the blood vessel was detached with the first reload. When the lung was detached with second reload, the handle produced a strange noise when the green button was pressed, and the staples did not form properly. The reloads were changed to complete the case. There was no patient injury.